Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "drainage eye too small,incomplete eye punch". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that at least one of the foley catheter tray received was missing lubricant. It was also reported that the foley catheter was defective as the catheters patient had did not drain for a week and leaked. Nurse changed the foley and found the tip looked weird and the hole was small. It was also reported that the patient's current foley catheter was also leaking. It was noted that the patient had been using the products for less than 90 days.

Event description:
It was reported that at least one of the foley catheter tray received was missing lubricant. It was also reported that the foley catheter was defective as the catheters patient had did not drain for a week and leaked. Nurse changed the foley and found the tip looked weird and the hole was small. It was also reported that the patient's current foley catheter was also leaking. It was noted that the patient had been using the products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.